Event description:
The procedure was a dialysis fistulogram of the left upper arm. The evercross balloon was being used to dilate stenosis in the av fistula. The evercross balloon was inflated to rated burst pressure (12 atm) and experienced a circumferential rupture. The physician attempted to remove the balloon through a 6f sheath, which resulted in the distal portion of the balloon and balloon catheter to detach and remain in the patient's body. The physician was able to remove this by obtaining better access from dissecting down the tissue tract. After a few additional attempts and manipulations of the catheter the entire remaining portion came free and was removed. The access site was sutured closed and hemostasis was achieved. There was no harm to the patient reported.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available, a supplemental report will be submitted.